Event description:
It was reported that during a prostate procedure, after 10 minutes, the side-firing fiber was noted to be causing the laser to go into standby every 10 seconds. The procedure was completed with turp. There was "no damages to the patient".